Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, (B)(6) 2010; 4196-88, lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient underwent a generator change with complications due to a hematoma. The hematoma was drained. The patient was seen for a follow-up visit when the physician became aware that the patient had been seen in the emergency room due to the reoccurrence of the hematoma. A hematoma evacuation procedure was scheduled for following day. However, unknown circumstances prevented procedure; assumed scheduling conflict. The patient was approximately one week later and the clinician noted the hematoma had significantly improved. The patient's wife called stating the patient presented to the emergency room again. A hematoma evacuation was done. It was noted that the patient was part of the (B)(4). No further patient complications have been reported as a result of this event.